Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug (did not ask n/a at did not ask n/a) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) reported seeing a "connection interrupted" while programming yesterday (B)(6) 2024) and it was believed to be code 338, but the caller was not certain. An agent had caller close all apps and states if the problem persists to call back in to either obtain logs or troubleshoot further.

Manufacturer narrative:
Continuation of d10: product ID a810 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.